Event description:
The customer alleged they received questionable antibody to (B)(6) results on their e411 analyzer. The customer stated that about 30 patient samples were (B)(6) when previously measured that were (B)(6) when measured with the new generation of the (B)(6) reagent. The customer was concerned the original results were false negative results. The customer provided data for six patients. The specific dates of the previous tests were requested but not provided. It was unknown if the discrepant results came from the same patient samples. Clarification was requested. On (B)(6) 2013, the first patient's result from the new generation of reagent was (B)(6)., which was (B)(6). On (B)(6) 2013, the second patient's result from the new generation of reagent was (B)(6)., which was (B)(6). On (B)(6) 2013, the third patient's result from the new generation of reagent was (B)(6), which was (B)(6). On (B)(6) 2013, the fourth patient's result from the new generation of reagent was (B)(6)., which was (B)(6). On (B)(6) 2013, the fifth patient's result from the new generation of reagent was (B)(6)., which was (B)(6). On (B)(6) 2013, the sixth patient's result from the new generation of reagent was (B)(6)., which was (B)(6). Information on whether the patients were adversely affected was requested but not provided. The initial (B)(6) reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer clarified that the positive results came from different samples than the sample that initially produced the negative results. No root cause was determined. All of the samples in question were tested again during the investigation with both generations of reagent and all the results were positive. There were no further samples available for investigation.

Manufacturer narrative:
This event occurred in (B)(6).